Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had not working due to moisture exposure and insulin pump was vibrating without alarm. The customer reported the pump display went blank immediately after pump exposure to moisture. Customer states a constant tone was occurring. The blood glucose at the time of the incident was 220 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.